Event description:
Ventilator fails safety valve leak test. Patient was manually ventilated while the pilot valve was replaced. No patient harm.biomed assessment: no problem found. The ventilator passed all performance tests, and met manufacturer specifications. This ventilator was due for scheduled maintenance by the rental vendor, and was returned to them the following day.